Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had intermittent button response due to an unlocked keypad connector on the lcd board. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error on their insulin pump. It was reported that the up button is unresponsive at times, and difficult to press. It was reported that the customer's blood glucose was unknown. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.